Event description:
There was an allegation of questionable gen. Ise indirect for na and cl results for 4 patient samples on a cobas 6000 c (501) module. For patient 1, the initial na result was 336 mmol/l. The repeat result was 140 mmol/l. Patient 1 had an initial cl result of 110.8 mmol/l. The repeat result was 95 mmol/l. For patient 2, the initial na result was 190 mmol/l. The repeat result was 148 mmol/l. For patient 3, the initial na result was 242 mmol/l. The repeat result was 147 mmol/l. For patient 4, the initial na result was 320 mmol/l. The repeat result was 139 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot number is b4467. The cl electrode lot number is s7610. The expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Calibration was last performed on 15-oct-2022 and showed a significant difference between the previous and current calibration signals. Sodium qc data provided from the day before the event showed low recovery. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that detergent was overfilling the reaction cells. Two valve assemblies and the vacuum pump of the rinse unit were replaced. The fse flushed the water supply to the rinse mechanism with bleach and adjusted the rinse discharge volume. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.